Manufacturer narrative:
The products are not expected to be returned. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the pt with this subcutaneous implantable cardioverter defibrillator (s-ICD) experienced an erosion where the device and electrode were extruding through the skin. One month later, both the s-ICD and electrode were explanted as a result. There were no additional adverse effects reported. The system was replaced with a transvenous system.